Manufacturer narrative:
Trackwise- (B)(4). Updated section - b4, g3, g6, h2, h3, h6, h11. The lot # 3000443632 history record review was completed. There was an ncmr , rework, or deviations documented for the reported lot number. [Ncmr #18198-a growing trend of complaints (qty: (B)(4), since january 2025) has been identified involving serious injuries linked to the failure of ceramic c-ring on the vasoview hemopro 2 device during procedures. This issue poses a significant risk to patient safety, necessitating immediate action to prevent further harm while an investigation is conducted to identify the root cause and implement corrective measures. ]. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure using vasoview hemopro 2, when attempting to ligate branches using the jaws they were not turning on/working. The generator was on with a green light and while troubleshooting the cords a new kit was opened. Same issue with no power to the jaws with the new kit. The cords were then unplugged and re-plugged, generator was turned off/on, power was restored and the case continued normally. There was no harm/injury to the patient, nothing was broken off nor left inside the patient. There was no significant procedural delay.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.